Event description:
The user received questionable results for multiple assays on the integra 400 plus analyzer. The event involved 3 patient samples. Two patient samples gave discrepant results. Patient sample 1, initial result for alt gave 0 u/l. On (B)(6) 2010, the user repeated the sample which gave an alt result of 22 u/l. User said these results were not reported outside the laboratory. Patient sample 2, (B)(6) female, date of birth (B)(6). The sample was initially repeated 3 times. The initial results for bun gave 80.3, 80.8 and 81.0 mg/dl. The initial results for calcium gave 13.1 and 13.2 twice. The initial results for glucose gave 535, 532 and 533 mg/dl. The initial results for potassium gave 6.72, 6.71 and 6.75 mmol/l. All the initial results were accompanied by data flags. The user showed the doctor the lab results for patient sample 2, who then questioned the results. The sample was repeated on (B)(6) 2010 which yielded a bun result of 23.4 mg/dl, calcium result of 9.2 mg/dl, glucose result of 135 mg/dl and potassium result of 4.14 mmol/l. User said the physician did not wrongly treat or withhold treatment for this patient. The patients were not affected by the event. Bun reagent lot number, 62383501 calcium reagent lot number, 62492901 glucose reagent lot number, 61943801 potassium electrode lot number was not provided. The field service representative (fsr) was unable to find a cause. Customer replaced probes prior to the fsr's arrival. He checked all adjustments and alignments on the system and could not duplicate any errors. Customer ran controls with acceptable results.